Event description:
A customer reported that the pump was not delivering insulin when the cartridge contained less than 55 units. There was no adverse impact to the customer's blood glucose level mentioned. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.